Event description:
The customer's bloody glucose level was greater than 600 mg/dl. The customer was taken to the ER when she blacked out. She was put on an insulin drip. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization. Lot qualification records were reviewed, and the product lot met all acceptance criteria.